Event description:
It was reported to boston scientific corporation that during a variceal banding procedure, the bands would not fire. The case was completed with another of the same device. The pt is reported to be "fine".

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.